Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 325cc gel, catalog #3507325bc, lot #221417. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor memorygel breast implant 325cc gel breast prostheses. Left breast prosthesis rupture was confirmed by physical examination. Grade 4 capsular contracture on the left breast and grade 2 capsular contracture on the right breast were also identified. Ptosis was also determined on the right breast. As a result, the patient is scheduled to undergo bilateral removal and replacement with mentor saline breast prostheses on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 6/6/2018, mentor became aware that replacement devices were the following: (left) mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 6885749 sn: (B)(4) and (right) mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 7414564 sn: (B)(4). Manufacturer¿s reference number: (B)(4).